Event description:
It was reported that the patient had been experiencing multiple speed drops since having a right heart catheterization with an echocardiogram for speed optimization of their ventricular assist device (vad). The patient's speed was increased from 5600 to 6000 rpms. The low-speed limit wasn¿t adjusted with the increase as well therefore the speed was still dropping to 5300 rpms. The patient reported getting ¿lightheaded¿ with the speed drops and denied any alarms or warnings. The patient was brought into the clinic to change the low-speed limit. Log files were sent for analysis. The speed drops were all associated with pulsatility index (pi) events which is normal. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Sections b1 and b2: corrected. Section h1: type of reportable event corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended at the stored patient speed. The file captured routine events, with normal speed drops associated with pulsatility index (pi) events. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the speed drops was not determined and no treatment was administered for lightheadedness.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.